Event description:
Event description boston scientific received information that this transvenous rate/ sense lead displayed elevated pacing impedances and threholds. At the previous followup the measurements were normal. A tachy lead is in service, however the rate/sense portion was not being used. A boston scientific technical services (ts) consultant recommended evaluating that lead for measurements and possibly using that.